Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging chronic kidney disease, diabetes, severe sleep apnea and high blood pressure, light headed and has passed out several times. The patient also alleged of using eye drops and ointment. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 13, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices. The manufacturer previously received information alleging chronic kidney disease, diabetes, severe sleep apnea and high blood pressure, light headed and has passed out several times,the patient also alleged of using eye drops and ointment due to related to a CPAP device's sound abatement foam. Additional information was received about the alleged eye irritation.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging chronic kidney disease, diabetes, severe sleep apnea and high blood pressure, light headed and has passed out several times,the patient also alleged of using eye drops and ointment due to related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for investigation. An observation found strong musty odor during therapy,black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it.the sound abatement foam at the bottom of the enclosure visibly shows that it is degraded with cracks and has visible signs of moisture on the foam. The sound abatement foam at the bottom of the enclosure visibly shows that it is degraded with cracks and has visible signs of moisture on the foam.the secondary findings showed right panel assembly and the air outlet port had dust-like contamination on them,dust-like contamination was encircling the ui (user interface) knob hole,unknown contamination on the copper pins (where the modem plugs in) of the pca,dust-like contamination on the top of the blower box lid, dust-like contamination under the top of the blower motor and inside of the bottom enclosure and on top of some of the sound abatement foam, that is visible,unknown dust-like contamination on the bottom of the enclosure and the heater plate,flip lid seal has unknown contamination on it,dry box seal has unknown contamination on it,bottom of the enclosure and under the heater plate has dust-like contamination.also can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings.but is unable to confirm the complaint or address the symptoms specified. The device's downloaded event log was reviewed by the manufacturer and found three erorrs. The manufacturer concludes evidence of sound abatement foam degradation/breakdown was observed in this device. In this report, section d9, g3, h3, h6 has been updated or corrected.